Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s cartridge connector would not lock to cartridges when loaded in the pump, despite attempts with multiple new cartridge batches, while the same supplies functioned with a demo pump. Symptoms included no clinical effects reported. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included review of use history and troubleshooting with confirmation of proper shutdown and data sync guidance. Investigation of this case revealed a suspected connector-to-cartridge interface malfunction localized to the pump assembly, consistent with a device mechanical fit/connectivity issue rather than supply batch quality, as the cartridges worked with a demo device. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the connector interface.